Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection revealed the subject device stent was returned with the catheter. The subject stent was protruding from the catheter and the remainder of the subject stent was jammed in the remainder of the catheter. The subject stent delivery wire (sdw) was kinked and damaged. The subject stent was deformed and was broken in two parts. The subject stent was removed and there was blood present on the subject stent. The functional test could not be carried out as the subject stent was broken in two parts. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there wasn't any damage noted to the packaging prior to opening and the subject stent was confirmed to be in good condition during preparation/prior to use on the patient. The damage noted to the subject stent would be indicative of the as reported defect. It was seen that the subject stent was deformed and fractured in two. It was seen that the returned subject stent was damaged which may have caused friction in the catheter. The catheter and subject stent may have broken when the physician was pulling back the subject stent when the friction was felt. The subject stent most likely broke during the procedure due to some procedural/anatomical factors encountered during use leading to the reported and analysed defects. Based on the investigation results and available information, an assignable cause of procedural factors will be assigned to this investigation. This is 2 of 2 reports.

Event description:
It was initially reported that there was unknown friction between the subject stent and the microcatheter. There were no clinical consequences to the patient. Analysis of the returned device found the subject stent was broken during use. There was no clinical consequence to the patient as a result.